Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that customer request for software upgrade. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
An evaluation was performed by a philips bench repair technician (brt) and the reported issue was confirmed that software need to be upgraded to 2.0.32. Software was upgraded and device successfully passed all required tests. The device was sent back to the customer site and no further evaluation is required at this time.